Event description:
A peritoneal dialysis pt has reported that pressure rose in his liberty cycler system and the adaptor closest to the pt burst off the pt line. Pt reports in fill of cycle 3, he noticed high pressures on cycler then suddenly his extension set came off the end of his catheter with a loud pop. Pt reports prophylactic antibiotics were administered as a precautionary measure and there is no ill effects. Effluent has remained clear. Sample is available for evaluation.